Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2011. The patient experienced excruciating pain from day one. She felt as though her urethra was being strangled, she could not urinate, walking was out of the question, sitting was agony and she could not lie on her left side due to severe pain; numbness in her left groin area. Over the course of the next fourteen weeks, the patient was admitted to operating room visited the hospital ten times. She had an MRI scan, endured many painful examinations, had multiple surgeries, including two cystoscopies, two urethral stretches, partial sling removal and then a complete sling removal. The patient stated that her physician told her he had never seen a sling that had eroded to such an extent and with such speed. She stated that her physician had to shave the mesh from her urethra as it was so badly eroded. The patient takes dihydrocodeine for pain, has had six catheters, six lots of antibiotics and numerous treatments for thrush and cystitis. The patient stated that since the resection, she has started to feel relief, however, she still suffers left-sided groin pain and numbness, buttock pain and sharp pains in her lower stomach. The device was removed over two operations.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.